Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing was noted during a ventricular capture test. The pacing lead impedance had decreased and the capture had increased but the sensing was stable. The lead remains implanted.